Manufacturer narrative:
Concomitant medical product: (B)(4) ipg, implanted: (B)(6) 2012. Product analysis: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction out of specification analysis indicating insulation damage is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2016 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were returned to the manufacturer, analyzed and tested out of specification. Upon product performance follow up with was determined that the patient had passed away. Attempts to determine the cause of death were unsuccessful.